Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer was experiencing higher blood glucose lately and thinks the insulin pump was not delivering the right amount of insulin. Customer stated they woke up with blood glucose of 220 mg/dl. Customer took insulin but the number kept going up and so they took more insulin and did not eat anything. Blood glucose was 375 mg/dl at time of the call. Customer treated high blood glucose with pump and manual injection. Customer completed troubleshooting. High pressure test, displacement test, and self test were performed and passed. No harm requiring medical intervention was reported. Customer will discontinue pump use and revert to back up plan as per hcp instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On july 28, 2022, the customer alleged for high blood glucose and device under delivery. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test, and displacement accuracy test at 0.0877 inches. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the device history on the event date of 07/28/2022, there is no unexpected alarms/suspends, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 6.6u. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. In summary, device passed all required testing. Unable to verify customer alleged for high blood glucose . Customer alleged for the device under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.